Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The end user was not exercising caution while operating the power wheelchair on a non-ada compliant ramp and without wearing the seat belt. Hoveround's owner's manual warns, "avoid slopes that are too steep, such as those that exceed 5 degrees," "information about the design of ramps appropriate for wheelchair access for your home are contained in guidance from the americans with disabilities act, which can be located at http://www.accessboard.gov/adaag/html/adaag.htm," and, "always use the seat belt."

Event description:
End user reports while operating the power wheelchair on a steep ramp she stopped the unit quickly and fell. End user reports not wearing the seat belt.